Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the ipg was removed and replaced. The explanted ipg was no longer able to maintain a charge. Therapy was resumed. Issue has been resolved.

Manufacturer narrative:
1627487-07262012-002-r, 1627487-12192011-003-r, this ipg serial number was included in a field advisory. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used the scs system or received stimulation for a while. Surgical intervention may be pending to address this issue.